Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).

Manufacturer narrative:
On (B)(4) 2013 and ocd field engineer arrived at the customer site and inspected all tips and plunger clamps and ejection pins. The fe replaced plunger clamp in position # 11 with stuck ejection pin. The fe tested summit lld with splld and (B)(4) software. All test passed. Repairs have returned this instrument to expected operation.